Manufacturer narrative:
Conclusion: gave customer estimate for repairs needed.

Event description:
It was reported via repair work order that the scale reading was fluctuating due to faulty foot end load cells. It was further reported that the power cable sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.